Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump insulin duration was changed from 3 hours to 2 hours. The contact stated they believed somebody changed the insulin duration setting. Tandem technical support reviewed pump data and did not see that the insulin duration had been changed. There was no reported impact to customer's blood glucose level. Multiple attempts were made to follow up with the customer on the reported issue; however no response was received.